Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited low impedance. No programming changes were performed. No additional information was reported.